Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system on (B)(6) 2009. It was reported that the pt was experiencing problems communicating with the ipg via the programmer. The alleged issue was first detected following a surgical procedure in which the pt's lead was replaced and the position and implant depth of the ipg were modified. The physician suspects the pt's communication issue stems from the increased implant depth of the ipg. Surgical intervention will be undertaken to resolve this matter; however, a date for the procedure has not been set.